Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.48 on a (B)(6) female patient that was admitted for renal colic. On (B)(6) 2016 the customer reported that an ECG was done and was normal. The patient was not sent to the cath lab but did have medications to treat the possible infarct. The troponin test was repeated 3 more times and were all <20&#61935;l (method and times unknown). The patient was treated for a non st elevation mi that included low molecular weight heparin , nitro, ramipril and metoprolol. There was no additional patient information at the time of this report. The customer states that return product is available for investigation. Date method sample test time result date: (B)(6) 2016, method: I-stat, sample: a, test time: 13:29, result: 0.48; (B)(6) 2016, I-stat, b, 15:52, 0.00. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/14/2016. Customer returns and retain product was tested and are functioning according to specification.

Event description:
Na